Event description:
It was reported by the customer that their insulin pump had alarmed no delivery. Advised customer to change entire set and contact if issue continues. Customer's blood glucose level was 158 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.